Event description:
It was reported that a boston scientific representative interrogated this pacemaker device and it was found to be in safety mode. The representative indicated that the device was in their possession at the time of the interrogation. There was no patient involvement. Boston scientific technical services provided guidance to return the device. There were no adverse patient effects.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a boston scientific representative interrogated this pacemaker device and it was found to be in safety mode. The representative indicated that the device was in their possession at the time of the interrogation. There was no patient involvement. Boston scientific technical services provided guidance to return the device. There were no adverse patient effects.